Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the reported batch number and product number. The depth tube has been removed from the needle. The anchors are attached to the needle as intended. No physical damage visible to the imaged device. A visual inspection revealed the device was returned outside of original packaging and without the depth tube. The anchors and suture were returned in there intended positions. No physical damage visible to the device. A functional evaluation revealed the device functioned as intended. It was determined the device did not contribute to the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up of a procedure, when opening the carton of the ultra fast fix, t2 was found to be fallen off. It is unknown if there was a surgical delay. Back up device was available. No patient complications were reported.